Manufacturer narrative:
Samples were collected in 5.5ml sarstedt serum and liheparin plasma tubes and centrifuged for 10 minutes at 3000g. Qc was within the customer's established ranges prior to and after the event. No additional information is available for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a reproducible (B)(6) result generated by the unicel dxl 800 access immunoassay system. Subsequent testing on an alternate methodology produced a discordant (B)(6) result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.